Event description:
A pedicle screw system was implanted into the pt in 2006, for spinal fixation. Routine postoperative x-ray examination found that a locking nut had disengaged in the implanted system. No complications or adverse effects from the device have been reported. The physician has informed the pt of the loosening of the locking nut. It has been over a year since the implant was placed and no additional procedures were performed or planned as a result of the disengaged locking nut.

Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following a similar malfunction resulting in medical intervention. No complications or adverse effects from the device were reported. Internal investigation suspects the cause of the reported loosening of the locking nut as improper technique / engagement of the rod and locking nut during implant of the device.